Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested: what kind of procedure? On what tissue type was the device used? What was the quality of the tissue? Was the device fired over thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? What confirmation did the surgeon receive that the anvil was firmly attached to the trocar of the device? When the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After firing, did the firing handle automatically return to its original (pre-fired) position without intervention? Was there any difficulty removing the device from the tissue? If yes, how many revolutions of the adjusting knob were used to open the device? Were any additional steps taken to confirm successful anastomosis (leak test, donut confirmation, etc.)? ¿the staples are left open.¿ please try to get a description of the shape. Is there any other additional information you would like to share about this device, procedure, patient or physician? Response from the affiliate: no further information available.

Event description:
It was reported that a verbal report that the pph03 stapling device was used and ¿the staples are left open.¿ the information was reported ¿long after¿ the time of the event.